Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarm and experienced high blood glucose level of over 239 mg/dl. The customer¿s current blood glucose was 214 mg/dl. The customer had treated with injections. The customer had symptoms like nausea. The drive support cap was normal. The customer had symptoms like chest pain. Customer did allege insulin pump was under delivering. The product was not returned for analysis.